Manufacturer narrative:
A3: additional information was obtained from the customer. The distal plastic tip broke off during a procedure inside the patient. The tip was irrigated out of the patient's bladder. A video was used to determine entire tip was retrieved. The procedure was complete with a back-up device. There was a slight delay. The patient was a male. There was no report of patient injury/harm/bleeding. D4: serial number (B)(6) was under lot number when the initial medwatch was submitted. H6: a device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures.

Manufacturer narrative:
The device history record review of the eris-cf25 serial/lot number gt was shipped as an rex scope, manufactured july 2014, did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. An investigation was completed by the original equipment manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be most likely due to user mishandling/excessive force. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation where the reported issue was confirmed. During the evaluation a broken beak was found. The insulating tip was cracked and damaged. The device was serviced and returned to the user facility. No other issues or injuries were reported. If additional information is obtained a supplemental report will be filed.

Event description:
The user facility reported that the distal plastic tip was broken off a resectoscope during reprocessing. No patient involvement was reported. No additional information has been obtained.